Event description:
Broken delivery system.

Manufacturer narrative:
As reported by our affiliate, during an sfa angioplasty stenting procedure, the delivery system broke in half and separated from the handle during the physician's attempts to withdraw the sds. There was no harm to the patient. The arrowsflex sheath was used. The procedure was terminated. Patient information and lesion characteristics are not available at time of call. The product was clinically used and will be returned. This product is available for evaluation and testing; however, the engineering report has not been completed. Additional information will be submitted within 30 days upon receipt.